Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce infusor lv (large volume) overinfused during a patient infusion. The device had been filled with 243 ml of sodium chloride with 5-fu (fluorouracil) for a 48 hour infusion at a rate of 5 ml/hour. The infusor was noted to be empty at least 5.5 hours early. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from december 16, 2019 - december 17, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.